Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure on an unknown date for the treatment of stenosis and stones. During the procedure, the spyscope ds ii initially functioned normally for two to ten minutes. After this period, the image was interrupted by a gray screen, loss of video signal, and display of a rectangle with three small dots in the center. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: two physicians were reported: dr. (B)(6) and dr. (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation.